Event description:
It was reported that after a breast biopsy with a deployment of a tissue marker, the pt complained of a raised rash on her breast. The radiologist has referred the pt for dermatology testing.

Manufacturer narrative:
Date sent: 3/12/2008. Info not available, device not returned for analysis.